Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an unspecified spinal procedure at t3-l4 using posterior fixation. An unk time post-op, it was discovered that the pt had experienced a distal screw disassociation at unk level. A revision surgery was conducted to remove the hardware. Reportedly fusion had occurred.